Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose of 30 mg/dl due to her doctor raising her basal rate. Troubleshooting advised customer on storing information in the pump relative to her low blood glucose but declined troubleshooting for the low.